Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: functional outcome after perineale stapled prolaps resection (psp) author(s): f. H. Hetzer, k. T. Wolff, a. Roushan, l. Marti & j. Lange citation: journal compilation 2009 the association of coloproctology of great britain and ireland. Colorectal disease, 11 (suppl. 2), pp 61: p278. The study aimed to present the first results of larger patient numbers with functional outcome in a mid-term follow-up after perineale stapled prolapse resection (psp). From jul2007 to dec2008, 28 patients (median age of 82 years [ranged26-93 years]) with external rectal prolapse underwent psp. In the proceudure, the prolapse was step wise resected with the curved contour transtar stapler at prolapses¿ uptake. Postoperative complications included 2 patients with first degree complication (no specific treatment necessary, 1 patient with second degree complication (need special medication) and 1 patient with third degree complication (interventional treatment necessary). The psp is an elegant, fast and safe procedure, with good functional results.